Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded fm on stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k the cap was discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about a tube of which the cap was found to be partially damaged (chipped).